Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had blood glucose levels of 400 mg/dl. The customer also mentioned that they were having issues with the sensor not releasing from the serter. Troubleshooting occurred. Advised sensor would be replaced.

Manufacturer narrative:
Correction was done to report the serious injury under the insulin pump.